Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was kidney, liver, and lung failure. The caller stated that 5 years ago the customer used an insulin pump from another company. But stopped using it because it wasn't working. She struggled to control her blood glucose; it was up and down. She had only one kidney, had a mini stroke 4 years ago, and had infection in her foot. On (B)(6) 2015, the customer received an insulin pump from medtronic, did not have training yet, but programmed the insulin pump by herself and connected to it on (B)(6) 2015. On (B)(6) 2015, she was found with low blood glucose of 14 mg/dl, was given sugar water, blood glucose went up to 21 mg/dl. Paramedics were called and took the customer to the hospital. The insulin pump was removed by hospital staff. The customer was placed on life support on (B)(6) 2015. At the time of death, the customer's blood glucose was 200 mg/dl. She was not wearing the insulin pump at the time of death.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No cosmetic damage noted on insulin pump assembly. The insulin pump was unable to perform data analysis due to no history available on history download. No data was available due to insulin pump being received without battery in the battery tube.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.